Event description:
It was reported to philips unit's screen locked up and the unlock button would not work. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer states the unit¿s touchscreen is not working properly. Customer attempted to calibrate, and calibration took but when power was cycled touchscreen stopped working again. Customer requesting part number and price for replacement touchscreen. Philips remote service engineer provided the customer with part number and price. Customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
The customer reported that the touchscreen was replaced to address the reported issue. The unit was return to use. The defective touchscreen was scrapped by the customer; therefore, the root cause at the component level could not be determined.